Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary was not detected on bus. The customer reported that they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary was not detected on bus. The customer reported that they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a faulty matrix drawer controller after a ribbon cable tear was identified and replaced. A field service engineer inspected the auxiliary cabinet where all drawers and cubie pockets were not detected on the universal serial bus. The engineer replaced the pyxibus cable and the auxiliary interface board, but the issue persisted. A torn ribbon cable was then identified and replaced, restoring power to the drawers, though they were still not detected. The engineer isolated the problem to the matrix drawer by unplugging drawers one at a time and then replaced the matrix drawer controller. After rebooting, the matrix drawer was configured successfully, and all drawers and cubie pockets were recovered. The customer verified functionality by inventorying multiple drawers on the auxiliary cabinet. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.